Event description:
Two days after implant, patient called to the clinic complaining of having heart pounding sensations. Upon interrogation, low r-waves and an increase in threshold were observed. Echo revealed lead perforation. The lead was successfully repositioned in 2008.

Manufacturer narrative:
No medwatch form was received.